Event description:
It was reported that the customer keep getting low blood glucose readings. The current blood glucose reading is 53 mg/dl. Customer has treated with glucose tablets. The blood glucose reading increased to 81 mg/dl. The drive support cap is loose. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unable to perform basic occlusion, excessive no delivery alarm tests due to prime/fill anomaly.